Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging 45-65 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support verified in the pump data logs that the control iq software was performing as intended; however, customer maintained that the pump did not function as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the customer's low bg issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.